Event description:
The customer's mother reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 408 mg/dl, which was treated with a bolus. The customer's mother stated that the customer had forgotten to bolus for his food earlier. She also reported that the insulin pump alarmed lost sensor. The caller was unable to complete the troubleshoot process for the lost sensor alarm due to the customer not having a new sensor in his body.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.